Event description:
The customer reported an incident where the saline bag was observed to be emptied. Blood tinge was observed when the nurse withdrew fluid from the cooling line. At the same time, the patient's blood pressure dropped and neuroadrenalin was on the I/v line of the same catheter. On removal of the icy catheter (lot 188001), the customer inflated the saline port to check for a leak. The customer flushed the balloons. It was contaminated with blood, but no obvious leak was observed. Saline infusion of approximately 250ml is suspected. The patient had an out of hospital cardiac arrest. The dwell time was 72 hours at the time of the leak. Therapy was ended. The thermogard xp ivtm system is functioning as intended. No injury was reported.

Manufacturer narrative:
B5 (describe event or problem) was updated. D1 (brand name), d2a (common device name), and h6 (adverse event problem) were corrected.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
The customer reported an incident where the saline bag was observed to be emptied, which should not happen in a closed circuit. Blood tinge was also observed. On removal of the icy catheter (lot 188001), the customer inflated the saline port to check for a leak. The balloon did not inflate and appeared to be leaking. The dwell time was 3 days at the time of the leak. The thermogard xp ivtm system is functioning as intended. No additional information was provided. Patient's status information was requested but the customer did not provide a response.